Manufacturer narrative:
A distributor alleged that a patient's left tibial precice nail did not appear to be lengthening; the patient achieved 1mm in length after approximately four (4) weeks of implantation. The patient was implanted bilaterally with precice nails on (B)(6) 2016. It was reported that lengthening treatment began nine (9) days after the nail was implanted; it was reported that the patient may have experienced bone consolidation in the left tibia. A re-osteotomy was performed on the patient's left tibia on (B)(6) 2016; however, the nail did not appear to lengthen. The nail was removed on (B)(6) 2016 and the patient was implanted with a new nail, without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that the device met all of the required quality inspections, and was released within specifications.

Event description:
A distributor reported that a patient's left tibial precice nail did not appear to be lengthening; the patient achieved 1mm in length after approximately four (4) weeks of implantation.